Event description:
A territory manager contacted zoll customer support on (B)(6) 2013 to report that a (B)(6) male patient passed away on the evening of (B)(6) 2013. The patient's physician informed the territory manager that the patient's wife reported the device was having numerous alarms on the night of (B)(6) 2013 and she believed it was a device calibration issue. The patient was found dead in bed, with the device removed on the morning of (B)(6) 2013. The patient was not wearing the device at the time of passing. Clinical investigation revealed the device properly detected bradycardia. No treatment sequence was initiated for bradycardia as this is considered a non-shockable rhythm. The device properly detected a ventricular arrhythmia. However, the patient had short runs of nsvt; this is considered a non-treatable rhythm. Subsequent monitoring of the patient's rhythm was not possible due to device deactivation.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and e-belt sn (B)(4) has been completed. The reported problem (calibration issue) was unable to be duplicated. Upon investigation, both the monitor and e-belt were fully functional, and able to detect and treat a patient. Upon reviewing the patient's download data it was revealed that the device started at 16:47:54 on (B)(6) 2013. Bradycardia was detected at 17:45:47 on (B)(6) 2013. ECG shows severe bradycardia at 33 bpm with a short run of nsvt self-converting back to severe bradycardia at 36 bpm. An arrhythmia was detected at 21:25:56. ECG shows severe bradycardia at 38 bpm. Response buttons were pressed at 21:26:08. A normal rhythm was detected at 21:26:09. Bradycardia was detected at 21:28:13. ECG shows severe bradycardia at 38 bpm. An arrhythmia was detected at 00:32:39 on (B)(6) 2013. ECG shows severe bradycardia 23 at bpm with a short run of nsvt self-converting back to severe bradycardia at 33 bpm. A non-treatable rhythm was detected at 00:32:48. There were seven additional arrhythmia detected from 00:34:03 to 02:56:29. ECG shows severe bradycardia heart rate between 20 and 37 bpm with short runs of nsvt. The response buttons were pressed intermittently during the additional severe arrhythmia detections. Bradycardia was again detected from 00:52:32 to 00:58:44. ECG shows severe bradycardia at 37 bpm. The patient had a sustained rhythm prior to passing. The device was shutdown at 02:57:02 on (B)(6) 2012. Device manufacture date - monitor sn (B)(4): 01/2013, e-belt sn (B)(4): 01/2013.